Event description:
Information was received that the patient underwent a revision procedure due to the rod/magnet failing. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The reported defect code was confirmed as the visual inspection of the received x-rays revealed that the thrust bearing broke away from the gear stage which caused the nail to stop lengthening. Device records review: review of the device history records (DHR) indicated the unit met all quality specifications and testing prior to product departure.

Event description:
See h10.